Event description:
Additional information stated the patient had a loss of therapeutic effect. It was reported that it wasn¿t that therapy never had an effect; the patient stated that the therapy had lost its effect. It was noted the patient had been taking medication, nitrofurantoin, and was finishing it the day of report. It was reported the patient ¿totally dropped the bladder thing.¿ it was later reported the patient was trying to schedule an appointment with the doctor and manufacturer representative to troubleshoot their therapy concerns. It was later reported the patient responded with a question mark to the statements ¿I received assistance from my doctor or representative and my concerns were resolved¿ and ¿I am still having concerns regarding my device or therapy but I¿m working with my doctor or representative.¿

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v760832, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient never had therapeutic effect; her incontinence was not being relieved. It was also reported the patient was given antibiotics for a lung infection a few months ago and it seemed her bladder issue got better with the antibiotic so she thought she had a bladder infection as well. It was noted the bladder thing was even prior to the lung infection. It was also reported the patient needed an MRI due to constant memory loss but there was no indication this was related to her device or therapy. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.